Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that a data review was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD) due to suspected premature battery depletion. A review of the device data by engineering confirmed that the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed and it was noted that the device should have enough capacity to support therapy for sixty two days. The device was explanted but will not be returned due to the hospital regulations. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a data review was needed involving this subcutaneous implantable cardioverter defibrillator (s-ICD) due to suspected premature battery depletion. A review of the device data by engineering confirmed that the power consumption was increasing in a gradual fashion. Premature battery depletion was confirmed and it was noted that the device should have enough capacity to support therapy for sixty two days. The device remains implanted. No adverse patient effects were reported.